Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by a seized motor. Review of the event history log confirmed this symptom as well. The failed motor assembly was replaced.

Event description:
During baxter's eval of a spectrum pump, the device alarmed system error 105. There was no pt involvement.